Event description:
Boston scientific received information that that this right ventricular (rv) lead was surgically abandoned due to noise on the lead with isometrics. There was also a report of syncope that was suspected to be device related. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.